Event description:
Information received by medtronic indicated that the insulin pimp had crack on battery compartment. No harm requiring medical intervention was reported. The product was returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. S/w version n/a retainer ring = black customer returned insulin pump for an alleged cosmetic damage on (B)(6) 2022. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to critical pump error (open book image) alarm. The crest and thus software were unsuccessful due to pump stuck in critical pump error (open book image) alarm. Unable to bypass open book. Successfully utilized crest and thus to download history files, traces and comlink3 files. Alarm was triggered by three consecutive pump error 53 (line number 5632 file number 2005) critical handling alarms on (B)(6) 2022 from15:00:46.000 to 15:01:08.000 due to software error. The pump was cut open to perform a visual inspection and found no moisture damage on the [pcba 1 / pcba 2 / force sensor]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the visual inspection: pillowing keypad overlay battery tube threads - cracked critical pump error (open book image) alarm confirmed due to software error. No delivery alarm/occlusion during therapy not confirmed. Damage (physical or cosmetic) confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.